Manufacturer narrative:
Date of event: estimated date. The other perclose proglide device referenced is being filed under a separate medwatch manufacturing report. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported to break could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using two proglide devices relative to an unknown procedure. Reportedly, two proglide devices broke during closure with little to no force. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.